Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the packing had a puncture and is no longer sterile.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿it was reported that the packing had a puncture and no longer sterile¿. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the packaging of the atune cr rt ms ins sz 7 8 presents two (2) perforations at the bottom side. It is evident that one (1) of the perforations has gone through the shrink-wrap, the outer cardboard box and the tyvek seal of the inner blister that contains the implant. Therefore, it can be assumed that the sterility of the implant has been compromised. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device [152020708 / m4414d] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. Based on the available information, a definitive root cause for the observed condition of the packaging cannot be established. However, once the product leaves depuy synthes control, it is unknown if there is human intervention or manipulation of the packaging during the transportation/storage process. The overall complaint was confirmed as the observed condition of the atune cr rt ms ins sz 7 8 would contribute to the complained packaging issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [152020708 / m4414d] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing.